Event description:
Related manufacturer reference number: 2017865-2022-00723. It was reported that both the right atrial lead and right ventricular lead dislodged. The leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The lead was returned due to lead dislodgement and muscle stimulation. As received, a complete lead was returned in one piece. Visual inspection found the helix to be partially extended and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil.

Manufacturer narrative:
Correction: previously reported g3 was not included and should be jan 10, 2022.